Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer passed out while sleeping due to inability to hear alerts at night. The blood glucose was unknown. The no further detail was given. The device will not be returned for the analysis.